Event description:
Information received indicates during a function check, the technician found the brake/steer was not working or holding properly due to a broken caster.

Manufacturer narrative:
The technician replaced the caster to repair the bed.